Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. A 6947 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead threshold had recently increased to 4.75 volts at 1.0 millisecond. The lv lead is still in use. No patient complications have been reported as a result of this event.